Event description:
Adverse event(s): "no harm/injury reported" (no consequences or impact to pt). Product problem(s): "fluid leaking from the bottom of the unit" (fluid leak). The customer reported fluid leaking from the bottom of the unit. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
No sample was returned for eval and root cause analysis. The customer's complaint history was reviewed, this is the first event reported regarding this issue for this facility. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. Root cause: unk. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. Further, the customer was reminded to return all associated products to assist us with identifying root cause for issues they experience. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).